Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, upon valve deployment at the point of no recapture, an atrio-ventricular (av) block occurred. The implant depth was 3 mm on the non-coronary cusp and 6 mm on the left coronary cusp, and it was noted that the left ventricular outflow tract was approximately 6 mm smaller than the annulus; therefore, the valve was fully released due to the risk of dislodgement. The av block continued after the full release of the valve. Subsequently, the temporary pacemaker was left in place following the procedure. Additional information was received that the av block was complete heart block. Subsequently, a permanent pacemaker was implanted.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012174645); product type: 0195-heart valves; section d references the main component of the system. Other relevant device(s) include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, upon valve deployment at the point of no recapture, an atrio-ventricular (av) block occurred. The implant depth was 3 mm on the non-coronary cusp and 6 mm on the left coronary cusp, and it was noted that the left ventricular outflow tract was approximately 6 mm smaller than the annulus; therefore, the valve was fully released due to the risk of dislodgement. The av block continued after the full release of the valve. Subsequently, the temporary pacemaker was left in place following the procedure.